Event description:
Customer reported a button error on his insulin pump. Customer's blood glucose is 195 mg/dl. He said he just came off the golf course, where there was a storm with lots of rain and lightning. He replaced the battery and the device alarmed battery out limit. He could not clear the alarm because his buttons were unresponsive. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer also mentioned he uses his alarms are set to vibrate because he cannot hear the alarms. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump arrow buttons did not respond due to corroded keypad traces. No moisture damage on electronics noted. Unable to verify battery out limit alarm due to no button response. Insulin pump received with minor scratches on display window, cracked display window corners, cracked belt clip slot and cracked reservoir tube lip.